Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. The customer loaded the cartridge successfully. The customer's blood glucose was 221-222 mg/dl.